Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the protected part of the device fell into the patient's cavity. The part was fully retrieved, an x-ray was not required to assist in locating the piece, and medical or surgical intervention was not needed to prevent a permanent impairment of a function. There was no patient injury. No further information available.